Event description:
It was reported that during a halux surgery the device did not hold thin wires. According to the surgeon no harm for patient, operator or third party occurred. The surgery was aborted due to the breakage of the device ar-8610tdc-02, but according to the customer's feedback, a second surgery was not necessary. It was not necessary to switch the surgical technique. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that during a halux surgery the device did not hold thin wires. The reported event was confirmed. The manufacturers evaluation revealed that the wire was spinning under firm pressure. When disassembling the device it was observed that 3 claws in the drive shaft are worn out. Due to this, the pin is not hold firmly when screwing it in but the pin is not falling out of the attachment. The most likely cause for the reported failure can be attributed to wear and tear. However, the holding force of the pin must be checked in advance before each use and worn claws are detected immediately.